Event description:
Procedure; kidney/ adrenal gland. Reportedly, while using the device, the balloon burst. The pieces fell into the surgical cavity and were retrieved immediately. There was no residue left in the surgical area.